Manufacturer narrative:
Analysis of the returned device revealed a break in the fiber optic, within the white outer tubing, 3 feet 6.5 inches from the input connector. The break was located between the connector and the control knob. Functional testing with the hene laser fixture confirmed the presence of the aiming beam at the location of the break. The white tubing does not exhibit any signs of melting. The fiber tip does shows no signs of use. Based on the investigation results, the most probable cause is handling damage due to excessive bending of the device.

Event description:
Analysis of the return device revealed that the fiber is broken. There were no patient complications reported due to this event.